Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm vicmo 13.2, -16.0 diopter, implantable collamer lens for the patient's right eye (od). The lens stuck in cartridge/injection system during injection. There was no patient contact. Back up lens implanted. Problem resolved. Cause of the event is reported as device.